Manufacturer narrative:
E1: INITIAL REPORTER PHONE: (B)(6). GOOD FAITH EFFORT ATTEMPTS ARE BEING MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION HAS NOT BEEN OBTAINED.

Event description:
IT WAS REPORTED THAT A DEVICE ISSUE OCCURRED, RESULTING IN AN ABORTED PROCEDURE. AN OPTICROSS IMAGING CATHETER WAS ADVANCED FOR INTRAVASCULAR ULTRASOUND (IVUS) EXAMINATION OF THE TARGET LESION. DURING THE PROCEDURE, THE CATHETER COULD NOT SHOW IMAGE IN USE, AND THE PHYSICIAN COULD NOT RULE OUT THE CAUSE OF THE CATHETER OR THE DEVICE. FOLLOWING UNPACKING AND TESTING A NEW ULTRASOUND SYSTEM, IT WAS DETERMINED THAT THE CATHETER WAS THE CAUSE. THE PROCEDURE WAS NOT COMPLETED DUE TO THIS EVENT. THERE WERE NO PATIENT COMPLICATIONS, AND THE PATIENT WAS STABLE.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure.An OptiCross imaging catheter was advanced for intravascular ultrasound (IVUS) examination of the target lesion. During the procedure, the catheter could not show image in use, and the physician could not rule out the cause of the catheter or the device. Following unpacking and testing a new ultrasound system, it was determined that the catheter was the cause. The procedure was not completed due to this event. There were no patient complications, and the patient was stable.

Manufacturer narrative:
E1: Initial Reporter Phone: (b)(6).Investigation Results: Device Analysis Findings: The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record (DHR) Review: It was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation Conclusion:This investigation has been assigned an investigation conclusion code of Cause Not Established following a review of the reported event details, available information, and product record review. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. Regarding the impact code Cancelled/Rescheduled Post Sedation/Sedation Unknown according to the event description, the event may have been caused by a possible device malfunction that resulted in the reported issue. Therefore, Cause Not Established is assigned as the as analyzed cause code to the reported impact code.